Event description:
Home care nurse reported the oxygen concentrator in the pt's home did not work & flow was stuck on 11/02 liters and could not be changed. When the knob was turned it increased sound but didn't change setting. Nurse stated nurse had to code the pt. Ten days after the event date the machine was brought in to the office and checked by a technician. The machine had flow of 4 1/2 1/m. Checked @ 92%. No apparent problem was noted.